Event description:
Initial info indicated that the surgeon had difficulty deploying the device. He could deploy it only 2cm, then it "slipped into the aneurysm." In the course of co's investigation co learned on 11/21/2003 that a surgical intervention was necessary to remove the device from the pt. Ten days following the initial procedure the surgeon again attempted the intervascular procedure with co's viabahn endoprosthesis with a successful outcome. The pt is doing fine.